Event description:
Customer reported she was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer experienced chest pain. Blood glucose value at the time of the hospitalization is unknown; meter just showed high. Customer found the tubing was kinked and the manual injection given did not work. Customer was not wearing the insulin pump at the time of hospitalization. The device was removed before going to the hospital. Current blood glucose is 325 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.